Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller states customer had low blood glucose symptoms with resuls of 7.0 mmol/l and 6.8 mmol/l obtained on the performa system. Caller tested customer on two unspecified meters from abbott and the results were 2.9 mmol/l and 3.0 mmol/l. Caller treated the customer with apple juice and low blood glucose symptoms improved. Requested return of suspect device and replacement was sent.